Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation") and device breakage ("part of it is still in my body") in a female patient who had essure (batch no: 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder since 2011, polycystic ovarian syndrome since 2011, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included levothyroxine sodium (synthroid), metformin, salbutamol (albuterol) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), thyroid disorder ("thyroid malfunction"), cystitis ("infection: bladder"), urinary tract infection ("infection type: urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)" and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed), surgery (she had total hysterectomy (uterus and cervix removed) and surgery (she had total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, perforation, device breakage, thyroid disorder, cystitis, urinary tract infection, migraine, headache, nausea, dyspareunia, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, device breakage, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, perforation, thyroid disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2010, CT scan of the abdomen and pelvis without contrast. Impression\: nonspecific mild right hydroureter without evidence for any calcifications or hydronephrosis. Enlarged lymph nodes in the right mesentery which may represent a reactive lymphadenopathy or an adenitis. CT abdomen: scanning is performed from the diaphragm to the iliac crest. CT abdomen/pelvis: scanning is performed from the diaphragm to the symphysis pubis. Most recent follow-up information incorporated above includes: on 13-jun-2018: information from pfs and mr. (B)(6) medically confirm. Patient¿s demographics added. Lot number added. New events added: thyroid malfunction, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), abdominal pain, fatigue, weight gain, hair loss, part of it is still in my body. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device location of device: I was told they do not know where the other essure device is in my body."), uterine perforation ("perforation") and device breakage ("part of it is still in my body") in a 29-year-old female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal tap. Concurrent conditions included thyroid disorder since 2011, polycystic ovarian syndrome since 2011, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included levothyroxine sodium (synthroid), metformin, salbutamol (albuterol) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced thyroid disorder ("hormonal changes: describe: thyroid malfunction"), migraine ("migraines/ I always had migraine but they increased and increased and were more frequent."), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ I was bleeding profusely during my periods"). In 2010, the patient experienced hirsutism ("other injury(ies) or complication please describe: I developed hair on my back, chest and stomach"). On (B)(6) 2011, 2 years 9 months after insertion of essure, the patient experienced complication of device removal ("I was told that all of it was not removed but unless it was causing problems I should be okay"). In 2012, the patient experienced polycystic ovaries ("autoimmune disorder type of disorder: polycystic ovarian syndrome"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), cystitis ("infection: bladder"), urinary tract infection ("infection type: urinary") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed))), surgery (she had total hysterectomy (uterus and cervix removed))) and surgery (she had total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine perforation, device breakage, thyroid disorder, cystitis, urinary tract infection, headache, nausea, dyspareunia, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, abdominal pain, polycystic ovaries, hirsutism and complication of device removal outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, alopecia, complication of device removal, cystitis, device breakage, device dislocation, dyspareunia, fatigue, headache, hirsutism, menorrhagia, migraine, nausea, polycystic ovaries, thyroid disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2010: CT scan of the abdomen and pelvis without contrast. Impression\: nonspecific mild right hydroureter without evidence for any calcifications or hydronephrosis. Enlarged lymph nodes in the right mesentery which may represent a reactive lymphadenopathy or an adenitis. CT abdomen: scanning is performed from the diaphragm to the iliac crest. CT abdomen/pelvis: scanning is performed from the diaphragm to the symphysis pubis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Events: autoimmune disorder type of disorder: polycystic ovarian syndrome, other injury(ies) or complication please describe: I developed hair on my back, chest and stomach, I was told that all of it was not removed but unless it was causing problems I should be okay were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation") and device breakage ("part of it is still in my body") in a female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder since 2011, polycystic ovarian syndrome since 2011, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included levothyroxine sodium (synthroid), metformin, salbutamol (albuterol) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), thyroid disorder ("thyroid malfunction"), cystitis ("infection: bladder"), urinary tract infection ("infection type: urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed))), surgery (she had total hysterectomy (uterus and cervix removed))) and surgery (she had total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, perforation, device breakage, thyroid disorder, cystitis, urinary tract infection, migraine, headache, nausea, dyspareunia, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, device breakage, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, perforation, thyroid disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on(B)(6) 2009: total bilateral occlusion . (B)(6) 2010: CT scan of the abdomen and pelvis without contrast. Impression\: nonspecific mild right hydroureter without evidence for any calcifications or hydronephrosis. Enlarged lymph nodes in the right mesentery which may represent a reactive lymphadenopathy or an adenitis. CT abdomen: scanning is performed from the diaphragm to the iliac crest. CT abdomen/pelvis: scanning is performed from the diaphragm to the symphysis pubis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.